Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer representative reported via phone call that the customer stated that when his neuropathy acts up, he has been getting high blood glucose readings. Customer reported his highest blood glucose reading was 478 mg/dl. Customer contacted his diabetes clinical manager about the issue.